Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from germany alleged discrepant results with three patient samples while using the cobas® sars-cov-2 qualitative assay for use on the cobas® 68/8800 systems. The alleged samples generated different results for sars-cov-2 and pan-sarbecovirus targets during repeat testing on different cobas® 68/8800 instruments. No harm was alleged. No results were released. An investigation is in progress to evaluate the customer issue. Per FDA guidance for eua, a batch MDR is being submitted to represent all alleged samples, as results were not reported out.

Manufacturer narrative:
An investigation is in progress to evaluate the customer issue. A supplemental MDR will be submitted once investigation is completed. (B)(6). (B)(4).

Manufacturer narrative:
This is a follow-up report to provide the case conclusion for 2243471-2022-00255. The conclusion is that no product problem or systemic issue was identified and the reason for the differences observed are sample specific. Although contamination is plausible, other contributing factors cannot be ruled out. No data was available for batch run 2604. Additional information regarding the sample handling was requested but not provided. Although some of the CT values do not reflect a sample at or near the lod, the curve shows low-level amplification which is an indication of a sample with low viral rna presence or interference. This indicates that this is a sample-specific issue. The reason for the discrepancies observed by the customer likely sample specific as the data does not show any indication of a product problem or systemic issue. The differences observed between the two cobas 8800 results are likely linked to the collection of the samples. (B)(4).